Manufacturer narrative:
Cat # : 320616 ¿ lot # unknown - ¿ device expiration date : unknown, ¿ device manufacture date : unknown, a second pr was opened to capture cat# 320617. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unavailable product information, site cannot perform related manufacture review as well as product evaluation. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 1 pn relion 31g x 6mm 3b tw needle was unable to deliver insulin or medication. The following information was provided by the initial reporter :   the consumer reported the device would not allow the insulin to press out it. Date of event: (B)(6) 2021. Samples status awaiting sample.